Manufacturer narrative:
The patient fell as stretched out their ligaments. Subsequent rehabilitation caused arthrofibrosis. Revision surgery occurred to clean out the knee and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Additional information: the patient fell as stretched out their ligaments. Subsequent rehabilitation caused arthrofibrosis. Revision surgery occurred to clean out the knee and exchange the poly inserts.

Event description:
Tibial implant loosening was reported. Revision surgery is scheduled.

Manufacturer narrative:
Tibial implant loosening was reported. Revision surgery is scheduled. Review of the device history record indicates that the device was manufactured to specification.